Event description:
Stryker irrigation tube leaked fluid on to the floor multiple times. The irrigator would suction without the surgeon touching the buttons. We took the defective irrigator out the field and replaced with a new one.